Event description:
It was reported to medtronic minimed that the customer noticed that thebbroken insulin pump and continuous beeping was observed on the pump, along with flashing. The pump screen displayed black and white, the customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage. Customer mentioned that the pump functionality was affected. Troubleshooting was performed for beeping anomaly. Customer mentioned that the pump was continuously beeping and showing flashing white display. The pump was dropped. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump immediately flashed white display once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump and carelink software due to flashing white display. Pump was cut open to perform visual inspection and found evidence of physical damage on the electronic assembly. A cracked screen on pcba 1 was noted. The following were also noted during visual inspection: scratched case, cracked keypad overlay flashing white display was confirmed during testing due to a cracked pcba 1 screen. Unable to verify customer's complaint for audio anomaly due to flashing white display. Cosmetic damage at the screen was not confirmed during visual inspection, however, other cosmetic damage was noted. Unable to download was confirmed due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.